Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported their teeth are not aligned, their back teeth have space between the top and bottom. Their dentist advises them to stop wearing the aligners as they could be the cause of their headaches due to being misaligned.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.